Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement and inflation difficulties occurred. The target lesion was 99% stenosed and located in the mid left anterior descending (lad). The physician advanced a 3.00x12mm taxus express2 drug eluting stent to the lesion and attempted to deploy the stent, but the stent balloon only partially inflated. The physician attempted to retract the delivery system through the guide catheter, however, the stent was unable to run through the guide catheter and dislodged in left main trunk (lmt). The physician advanced the delivery system to attempt to implant the stent in the lmt, but was unable to inflate the delivery system balloon. The physician advanced a 3x12mm maverick2 balloon to the stent, and as a result, the stent was moved to the target lesion in the mid lad. The stent was dilated with 3x12mm maverick2 balloon, but the distal portion of the stent was not dilated completely. The physician then dilated the stent with a 1.5x15mm maverick2 balloon and the same 3x12mm maverick2 balloon. Residual stenosis was observed in the distal lesion, so the physician advanced and implanted a 3.00x8mm taxus express2 stent without complications. The pt condition is listed as good.